Event description:
The customer returned the bronchovideoscope to the service center for evaluation related to a separate issue. During testing, the Field Service Engineer identified the image had flash screen when powered on. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.